Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Right motor lock takes a couple jerks on the lever to loosely lock in place. Joystick cord was pulled from the strain relief.